Manufacturer narrative:
Reported event: case number: (B)(4). Case description: (B)(6) - clps reported j6 joint angle inconsistent errors. Troubleshooting notes: fse is already on-site and found that the j6 encoder was cracked during tha impaction. He is replacing j6 tomorrow. Case type : tha. Device evaluation and results: as per wo closed on 10/28/2020 j6 joint replaced. System passed all required testing.system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review. A review of device history records shows that on 11/10/16 1 device was inspected and 1 device was placed on: qt. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review. A review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed as alleged via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Case number: (B)(4). Case description: (B)(6) - clps reported j6 joint angle inconsistent errors. Troubleshooting notes: fse is already on-site and found that the j6 encoder was cracked during tha impaction. He is replacing j6 tomorrow. Case type : tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Case number: (B)(4). Case description: rob492 - clps reported j6 joint angle inconsistent errors troubleshooting notes: fse is already on-site and found that the j6 encoder was cracked during tha impaction. He is replacing j6 tomorrow case type : tha.